Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a no delivery alarm during the manual prime. The blood glucose reading was 161 mg/dl. Customer was advised to clear the alarm and then disconnect and reconnect the tubing and reservoir. Customer was advised to manually push insulin through the tubing slowly with a plunger and customer stated that insulin did not exit. The issue was resolved by changing the reservoir. Nothing further was reported.